Event description:
It was reported to philips that the system was frozen in startup mode. The device was outside of clinical use at the time of the reported event. No harm was reported to philipsphilips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was frozen after the start up. The customer confirmed that no service was needed and declined the service request sent for philips evaluation and repair service. As the customer decline the service request, no additional information was retrieved, and no work performed by philips. The codes were updated based on the investigation outcome. Evaluation method code was corrected.